Event description:
Apparently I was an ideal candidate and said be no complications other than initial dry eye that would go away in a month. Post lasik symptom over 6 months: dry eyes, ghosting, halos, visual acuity is less than though doctor claims I see 20/20. Night vision issues, ghosting on bright objects at 6 o'clock direction. Prescribed daily for xiidra, omega-3 tablets, punctual plug, preservative free eye drops.